Manufacturer narrative:
Upon receipt at our post market quality assurance, laboratory analysis was completed and reviewed. This lead was subjected to and passed all returned product testing. Insulation damage was noted on the lead which was attributed to the explant procedure.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown anomaly. No additional adverse patient effects were reported.